Event description:
A trilogy o2 device was returned to the manufacturer due to a "ventilator service required" alarm. No patient harm or injury was reported. The trilogy o2 device was evaluated by the manufacturer. A code indicating a failure of the oxygen blending module was recorded. It was confirmed that an abnormality of the air side flow sensor inside the oxygen blender module was detected. The blender pca was replaced to address the issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of the obm is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual. These service activities, in addition to any prior complaint investigations, have altered the device from its original state during manufacturing. Any issue found during manufacturing that is potentially documented in the DHR for this device does not have a causal relationship to the allegations or issues in this complaint. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.